Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported thickness of graft is not able to be altered.the event occurred during surgery. There was a 1-15 minute delay. There was an alternate device available for use. An additional graft was not needed. The surgeons proceeded without any complications or adverse events to the patients outcome. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the thickness was unable to be altered, there was play in the depth bar, and the width plate screw was missing. The motor, bearings, o-ring, seal, reciprocating arm, and width plate screws were replaced and the unit was calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.